Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit autofill failure where purge assay is suspected to be defective. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and determined that the purge assembly was defective. To fix the issue the fse replaced the purge assembly. The fse then performed all functional and safety tests. The iabp unit passed all tests performed and was returned to the customer and cleared for clinical use. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received purge assembly with a reported unit failure of autofill failure. The failure analysis and testing dept. Performed a visual inspection and found evidence of blood in the tubing. Due to this damage and the risk it poses, this part cannot be investigated any further by the failure analysis and testing dept. Retaining the part in the failure analysis and testing dept. Per procedure.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit had autofill failure. There was no patient involvement.